Event description:
An event was reported under the study. The procedure was carotid artery stenting. The angioguard (lot 71107501) was placed and the precise stent was implanted with successful results. Subsequently, during the procedure, the patient's blood pressure was dropped, and etilefrine hydrochloride and dopamine hydrochloride were administered. The male patient recovered three days after the procedure and was discharged. The target lesion was the right internal carotid artery. There was mild calcification and no vessel tortuosity with a 90% rate of stenosis.

Manufacturer narrative:
The device is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. This is one of two devices involved with this event, which associated with mfg report number 1016427-2008-00295.